Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, the dso seal is coming off, and a scratched lens. The device's event history log showed records of downstream occlusion alarms. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the root cause is due to the faulty dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3, g5, d4: UDI are unknown. D3, g1,g2 email is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a constant occlusion alarm. No adverse patient effects were reported by the customer.